Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient specific implant prescription form was completed for patient's right side due to a diagnosis of infection. Surgeon is requesting "custom arthrodesis with short femoral stem and extracortical plate". Revision to be performed as soon as possible.